Event description:
It was initially reported that patient had experienced nausea and vomiting. It was stated that the symptoms began when the pump drugs were switched . Pump had dilaudid prior and now had sufentanyl. Reporter was not clear on the drugs and indicated they've given patient "couple of different drugs", fentanyl was also mentioned. The plan was to stop the pump until the nausea and vomiting settled and then run pump at minimum rate until patient can get in to surgery to have it removed. It was later reported on 12/17/12 that it was on (B)(6) 2012 that the pump medication was changed and this made patient "quite ill" the next day. It was reported that patient never had therapeutic effect. It was stated that patient had dilaudid in his pump for over a year. The healthcare provider (hcp) was to pull it out and try sufentanyl "to curb the sweating side-effect". However, when the nurse drained the reservoir, she did not flush it between the dilaudid and putting the sufentanyl in and "when whatever was left reached the end of the catheter, it caused patient to be very ill and patient ended up in the hospital". Hcp first tried to cut the dosage in half to see if it would stop the reaction. However, it didn't work so they turned it down to minimal, as they thought they could just put it on minimum dose until they got it flushed through the catheter. But patient continued to be sick. They didn't pull the sufentanyl out of the pump and patient ended up going back three hours later, "even sicker", and they had to turn it off; this was on (B)(6) 2012. It was added that turning off of the pump was almost as bad; patient was told "they can't get it fixed till the 3rd". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).